Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during procedure, after the microsensor was placed in the ventricle, it suddenly showed negative readings. The procedure was completed with a replacement product available with no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
The microsensor was returned for evaluation: failure analysis - no visible damage to the millar sensor or connector, catheter material has slight kinks. Icp express reading passed with 510. The device passed electronic, noise, linearity/"hystereses", and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.